Event description:
It was reported that the user experienced hyperglycemia after changing infusion sets multiple times and subsequently discovered that insulin delivery had been paused and not resumed, which coincided with no insulin recorded since early morning; insulin delivery was resumed and education was provided on the manual resume function. Symptoms included elevated blood glucose, with a reported peak of 293 mg/dl over approximately four hours, without ketone testing, alerts above the specified threshold, medical intervention, or assistance. Outcomes included temporary hyperglycemia without hospitalization or injury. Investigation included review of device data and user notifications during the call, along with troubleshooting and user education. Investigation of this case revealed that hyperglycemia was attributable to insulin suspension rather than a product malfunction, while the user suspected a bad batch of infusion sets. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-initiated pause of insulin and not resuming delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.